Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted. A device history record review and product evaluation are in progress. Results of the device evaluation, as well as the device history record review will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation in 2007 that during the removal of a securi-t enteral feeding device, some resistance was met and the inner bolster detached inside of the stomach. The physician moved the bolster to the "bulbus duodeni" and then retrieved it. Another same device was used to complete the procedure. The patient condition was reported as "good."